Event description:
Healthcare professional reported a left side rupture and ¿initial capsulitis¿ diagnosed by MRI. Healthcare professional also reported ¿well-defined nodal elements with a maximum diameter of up to 5 mm are seen at left¿ which was determined to be not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Zip code:(B)(4). Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and ¿initial capsulitis¿ diagnosed by MRI. Healthcare professional also reported ¿well-defined nodal elements with a maximum diameter of up to 5 mm are seen at left¿ which was determined to be not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule-ndr: not applicable as the event is not related to the device ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ red particles on the surface of the shell. ¿ creases fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture and ¿initial capsulitis¿ diagnosed by MRI. Healthcare professional also reported ¿well-defined nodal elements with a maximum diameter of up to 5 mm are seen at left¿ which was determined to be not device-related. Device has been explanted and replaced.